Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. Left ventricular capture management weekly trend data shows threshold measurements of less than 1.25v through week of (B)(6) 2015, then thresholds began to vary and increased to 6v by week of (B)(6) 2015. (B)(4).

Event description:
It was reported that sometime after implant, the left ventricular (lv) lead thresholds increased and there was no capture. At a device check, a chest x-ray showed the lv lead dislodged. The next day, the lv lead was programmed off. It was noted that unexpected longevity on the device was suspected. The device and the lv lead were explanted and replaced. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.